Event description:
It was reported that the t1 and t2 could not be deployed. Backup device was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the needle is bent. No ts or suture remain on the delivery needle but were returned. Examination of the construct shows t2 is missing a portion of its distal end. T1 is also missing a portion of its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time additional information in: address line 1, foreign region and international zipcode: (B)(4) .

Event description:
It was reported that during a meniscus repair, the t2 could not be deployed after t1 was triggered. A backup device was available to complete the procedure with no significant delay or patient injuries.